Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that after patient started using a (B)(6), they started doing really bad. It was stated that patient already had trouble walking, they could not walk since prior to getting the stimulator but their walking was worse. Caller stated that they looked on the internet and saw (B)(6) could cause that. It was stated that they kept trying to adjust from a to b and back. The caller synced with the patient programmer (pp) and stimulation was on, checked the system and it shows on/ok. Patient was redirected to follow up with health care professional (hcp) to report symptoms. Patient has an appointment in august. It was also noted that patient was due for implantable neurostimulator (ins) replacement probably in september, further confirming it is normal battery depletion. It was mentioned that would be the patient's third ins. It was reviewed that battery depletion rate was based on usage and caller was redirected to the hcp to report any therapy changes. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that they stopped suing the fit bit, but they continued to have trouble walking and they decided it had nothing to do with the fit bit. It was noted that the patient had improved some. Patient was going to try the fit bit again and see what happens. It is believed that patient must have just been having hard days with their parkinson's. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.